Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was found unresponsive at home. Emergency medical services (ems) intubated the patient and recorded pacing outputs with loss of capture (loc). Threshold testing in the hospital noted rv thresholds of 3.1 volts with outputs programmed to 5 volts. The patient was noted to be in atrial fibrillation (af). A temporary pacemaker was placed at a backup rate of vvi 50 paces per minute. The following day, an interrogation of the device with a programmer noted that the device was at end of life (eol) and had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity after elective replacement indicator (eri) was reached. Device replacement was recommended. An invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation noted a small dent in the device case near the 3d bar code and also noted minor body fluid contamination in the lead barrels. The device had no telemetry or pacemaker output upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the loss of telemetry. The dent in the device case was positioned over the integrated circuit area and cracks were noted in the circuit. The cause of the fault code (B)(4) was unable to be determined.